Manufacturer narrative:
Power board assembly, bed exit alarm.

Event description:
It was reported by service report that the bed exit alarm is not working. No pt involvement or adverse consequences are reported.